Event description:
Account alleged that the head section was not rising properly. No injuries reported.

Manufacturer narrative:
Technician found the cause to be the head up hydraulic manifold was contaminated. Technician replaced the hydraulic manifold and rechecked the hydraulic operations to resolve the issue.